Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician placed a taxus express2 drug eluting stent, unknown size, to the left anterior descending (lad) artery. Approximately 2 months post procedure the patient presented with chest pain. Intervention was performed and flow was re-established. Patient condition post procedure is noted as stable. Additional information regarding this event has been requested.